Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery. The customer was not sure if the event impacted their blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.